Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose reading was not being stored in the memory of the contour next meter. Additionally, the customer alleged that the meter's memory showed three extra readings. The customer did not remember performing those additional tests. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. The returned test strips were expired. Therefore, in-house contour next test strips were tested with the returned meter, which gave satisfactory performance. All readings were saved in meter's memory as expected.